Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
The patient reported having a stryker tornier perform shoulder implant and inquired whether their implanted device was included in the scope of a recent field action. They were provided with information on how to verify this on the FDA website. During the call, the patient stated that approximately three weeks post-operatively, the device began to "separate" and has progressively worsened over the years. They indicated that the implant is now "permanently separated."

Manufacturer narrative:
The reported event was confirmed based on the evaluation done by the hcp on provided xray images. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned and the lot number was not communicated. Indications of material manufacturing or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to a combination of patient and user related issue. In most cases insufficient soft tissue tension is the reason for instability or dislocation. Moreover hcp opinion from xray images revealed that the humeral implant was positioned a bit in varus which in turn lowers the effective neck shaft angle hence became one of the contributors amongst other factors. If device is returned or any further information is provided the investigation report will be reassessed.

Event description:
The patient reported having a stryker tornier perform shoulder implant and inquired whether their implanted device was included in the scope of a recent field action. They were provided with information on how to verify this on the FDA website. During the call, the patient stated that approximately three weeks post-operatively, the device began to ¿separate¿ and has progressively worsened over the years. They indicated that the implant is now ¿permanently separated.¿